Manufacturer narrative:
The carefusion technical will evaluate the alleged failed part if it is returned to the manufacturer.

Event description:
The customer reported that the ventilator is giving "3 consecutive int ref voltage" errors after which it resets itself. The customer observed the ventilator resetting itself in the unit but it has now been running for three days at the office with no further failures.